Event description:
Customer states durapore tape is used to secure endotracheal tube while pts are in the operating room. Alleges several pts per month report skin rashes and skin stripping under the tape. Does not have info on specific pts. States pts have no pre-existing skin condition and no products are applied to the skin under the tape. Flamazine cream is prescribed to relieve skin condition.

Manufacturer narrative:
Method: device not rec'd. Results: no eval performed. Conclusions: device not returned no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed. See scanned page.